Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not convert the patient's arrythmia and the patient died. Review of the ICD therapy history indicates that the ICD attempted to deliver appropriate therapy; however, the ICD received an 'open lead' message. Therefore, the patient did not receive therapy.